Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high capture threshold and decreased pacing impedance. During rv lead revision procedure, it was found via fluoroscopy that the rv lead had dislodged. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported events of loss of capture and low pacing lead impedance were not confirmed. A full lead was returned in one piece for analysis. X-ray inspection found the inner coil over torqued in the connector region consistent with the procedural damage. After cleaning the lead, specification measurement and electrical testing were normal with no anomalies found.

Event description:
New information received notes that the right ventricle lead also exhibited failure to capture.